Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with dizziness, shortness of breath, pre-syncope symptoms. Upon review, it was discovered that the pacemaker exhibited high capture thresholds, inadequate low voltage output, and no low voltage output. Programming changes were performed. The patient was in stable condition.